Event description:
User received an erroneous phosphorus result for one patient sample. Initial result gave 16.3 mg/dl and was reported out. User stated "after being alerted to the issue they repeated the sample". Sample was repeated on another p module serial number (B) (4) at the site giving 3.9 mg/dl and was believed to be the correct result. No information could be provided if patient was adversely affected. Phosphorus reagent lot numbers: r1 61225901, r2 61480601. The field service representative suspected a reagent spill on the reaction cuvettes as the cause. He replaced cells, ran cell blank and checked reagent probe alignment. To verify analyzer performance a 25 cup precision study using a patient pool was run which gave acceptable results.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.